Event description:
User reported receiving incorrect results on various tests. Indicated 4 to 5 incorrect results/day. The following data was provided: patient 1 initial alkaline phosphotase result of 2487 u/l. Same sample repeated recovered 1 u/I. Patient 2 initial ck result of 822 u/I. Same sample repeated again gave result of 15 u/I. Patient 3 initial ast result of 920 u/I. Same sample repeated gave result of 41u/I. Another data point was provided as an example of first result being 1500, repeat result of 100, however, test run is not known. If additional information is received, appropriate notification will be provided.